Event description:
Customer reported that a male was under going cystro micturating pyelogram for the placement of bilateral stents. She reported that fluoro stop working during the procedure and the pt needed to be transfer to another procedure room to complete the procedure. She reported that pt was under monitor anesthesia and that the pt did fine and there were no injuries to report.

Manufacturer narrative:
Liebel flarsheim field service report states, field service engineer found the problem to be caused by an open fuse, for the 24v power supply. Fse replaced fuse and verified operation per the sedecal generator service manual pn 710953. Fse did learn that there was a brown out at the hospital the day before the problem was reported. The brown out may be the contributing cause to the failure.